Manufacturer narrative:
The serial number and date of manufacture have not been provided at this time. The device has not been made available for evaluation as of yet. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Customer alleges sitting in the lift chair when he said he fell backwards.